Manufacturer narrative:
510k: this report is for an unknown nail head elem: tfna helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent hardware removal surgery and hemiarthroplasty due to a cut-out of an unknown trochanteric femoral nail system advanced (tfna) helical blade on (B)(6) 2019. Originally, the patient was implanted with the tfna on (B)(6) 2018. However, on an unknown date after the surgery, the patient fell. The patient had pain. X-rays were taken on (B)(6) 2019, which confirmed that an implant had cut-out. During reoperation it was discovered that the locking mechanism had not been properly engaged during the implantation. The surgeon commented that the patient's bone quality was highly compromised and had been lost for follow up. There was no surgical delay reported. The surgery was completed with no adverse consequences to the patient. Concomitant device/s reported: unknown tfna nail (part# unknown, lot# unknown, quantity# 1), unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) nail head elem: tfna helical blade. This is report 1 of 1 for (B)(4).